Event description:
Subsequent to the previously filed report, additional information was received: visualization and grasping were difficult due to the implanted ring. There was no interaction between the first and second mitraclips when the second clip was being placed. The left ventricular assist device (lvad) was inserted prophylactically in the event of cardiac surgery, but the lvad was removed one day post clip procedure. The atrial septal defect was treated with a non-abbott septal plug on (B)(6) 2015, one day after the mitraclip procedure, because there was a significant left to right shunt. Mitral regurgitation (mr) was trace to mild two days after the clip procedure. Mr remained trace to mild 3 days after the clip procedure and the patient was discharged. There was no additional information provided.

Event description:
This report on the mitraclip steerable guide catheter (sgc) is filed for the atrial septal defect which required intervention. The mitraclip delivery systems (cds) are inserted through the sgc and into the left atrium. It was reported that during a mitraclip procedure to treat functional mitral regurgitation in a patient with a mitral valve annuloplasty ring and a short posterior leaflet, visualization with the echocardiogram was difficult. During implantation of the first mitraclip (50113u1/44), difficulty was encountered capturing both leaflets, but the clip was able to capture both leaflets and the capture was felt to be secure. After deployment of the second clip (40908u2/38), single leaflet device attachment (slda) of the first clip was noted (50113u1/44). A third clip (50113u1/43) was deployed to stabilize the first clip, but mr was not reduced and remained severe. Slda was suspected. At the end of the procedure, a non-abbott septal occluder was deployed to close the transseptal puncture. Although it was reported that the patient remained hemodynamically stable throughout the procedure, a left ventricular assist device was inserted. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction associated with the steerable guide catheter. A review of the lot history record identified no manufacturing nonconformities issued from the reported lot. The reported patient effect of atrial perforation (atrial septal defect), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The atrial septal defect was likely related to procedural conditions associated with patient anatomy. Based on the information reviewed, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The first and third mitraclips referenced are being filed under separate medwatch MFR numbers.